Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead had been found with an insulation breach. The rv lead was fixed with a lead repair kit and left implanted. The patient was stable throughout procedure.